Event description:
It was reported that an angio-seal was deployed post diagnostic angiogram. The puncture was a single wall entry and the deployment was eventful. The patient was not given blood thinners. The femoral angiogram confirmed that the sheath was well above the bifurcation and there was no evidence of a lesion in the common femoral artery (cfa). Pulsatile bleeding confirmed the sheath to be intra-arterial. Good resistance was felt upon pullback of the sheath. There was no problems with tamping the collagen. After the suture was cut, bleeding occurred in the groin site. Hemostasis was achieved with 15 minutes of manual compression. The patient previously had good pedal pulses; however, after deployment pedal pulses were absent. The patient was then immediately sent to surgery. Collagen was found inside the superficial femoral artery, which was then removed. The patient was recovering well.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal instruction for use (IFU) warn failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device if there is suspicion that the introducer has been placed through the superficial femoral artery and into the profunda femoris. Collagen deposition into the superficial femoral artery could result, which may reduce the blood flow through the vessel.